Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was unable to be conducted due to the unknown lot number. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the doctor was deploying the aangio-seal evolution and the device and sheath came apart upon deployment. The doctor was not sure about the anchor post operative, and ultrasound findings revealed everything seemed to be good. Additional information was received on (B)(6) 2018. Hemostasis was achieved with the angio-seal. No other devices or equipment were used.